Event description:
The patient was scheduled for a procedure where the blood pressure is taken every minute for the five-minute test. The baseline blood pressure did not cause her any discomfort. During the second blood pressure she complained that the cuff was tight. During the third blood pressure she very loudly expressed that she was in pain. The rn removed the cuff from her upper arm and applied a different cuff to her wrist. The automated cuff was functioning properly. The cuff has a microphone that detects the korotkoff sounds. The machine has a maximum inflation of 280 mmhg (5.4 psi). It did not inflate higher than this. The bp unit has been removed from service and will be sent to the vendor for testing.